Event description:
It was reported that the patient was using infusing set for extended duration on (B)(6) 2026 which it has be changed for every 3 days, which led to high blood glucose and the high blood glucose was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.